Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin or medication and unable to prime. The following information was provided by the initial reporter : the consumer reported no insulin flow when taking injection sometimes no insulin flow when priming. Date of event : unknown. Samples : yes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/13/2021. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 0142932. D.4. Medical device expiration date: 5/31/2025. H.4. Device manufacture date: 8/24/2020. D.4. Medical device lot #: 0266084. D.4. Medical device expiration date: 9/30/2025. H.4. Device manufacture date: 9/22/2020. H.6. Investigation: customer returned (3) open 32gx4mm bd pen needles (2 from lot# 0142932 and 1 from lot# 0266084). Consumer reported no insulin flow when taking injection. All 3 returned pen needles were examined, and it was observed that all 3 exhibited a bent non-patient end (npe) cannula. The bent npe cannula would be the cause for no flow through the pen needles, hence, the customer would think that the pen needles were clogged. Since all three samples were returned after use, the probable cause of the bent npe cannulas is user related. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. The root cause for this issue is user related. The npe cannulas were bent after the user handled the pen needles.

Event description:
It was reported that 1 bd pen ndl 32g 4mm was unable to deliver insulin or medication and unable to prime. The following information was provided by the initial reporter: the consumer reported no insulin flow when taking injection sometimes no insulin flow when priming. Date of event : unknown. Samples: yes.